Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® 4nc 0.129m 0.4 ml blood collection tubes were found to have erroneous results. The following information was provided by the initial reporter: ¿it was observe the erythrocyte sedimentation rate ( esr) time was extended when using this batch of esr tubes."

Event description:
It was reported during use the bd vacutainer® 4nc 0.129m 0.4 ml blood collection tubes were found to have erroneous results. The following information was provided by the initial reporter: ¿it was observe the erythrocyte sedimentation rate ( esr) time was extended when using this batch of esr tubes. ¿

Manufacturer narrative:
H6: investigation summary bd did not receive photos or samples for the investigation, therefore 5 retention samples from the implicated lot number were tested clinically. The device history records were reviewed with no issues being found. There were no related quality notifications. All process and final inspections comply with specification requirements. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the customer lot samples. Replicates of both customer and control samples tested were acceptable this complaint is unconfirmed with respect to erroneous results. A complaint history review indicated this is the 1st complaint received for the reported defect on this lot number. A discard tube must be used when using a winged blood collection set for venipuncture (to fill the blood collection set tubing¿s ¿dead space¿ with blood.) It is not necessary to fill the discard tube completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. The most common cause is improper mixing. A review of specimen handling parameters should be done for this tube type. See h.10.

Manufacturer narrative:
G.4. Additional information was received for the awareness date 2020-05-20.

Event description:
It was reported during use the bd vacutainer® 4nc 0.129m 0.4 ml blood collection tubes were found to have erroneous results. The following information was provided by the initial reporter: ¿it was observe the erythrocyte sedimentation rate ( esr) time was extended when using this batch of esr tubes. ¿